Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving effective stimulation. The pt met with the physician and reprogramming initially provided more effective stimulation. The pt was scheduled for steroid injections, and it was reported the pain was a new pain pattern. F/u identified the pt was once again reporting increased back pain.